Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/29/2013 with the following findings: the complaint could not be duplicated or confirmed on investigation. Review of the pump¿s black box data revealed no recorded history of related events. There was no evidence of moisture, corrosion, or damage within the battery compartment or on the pump¿s internal components. The pump's electric current drawers were found to be within specification. The pump functioned within specification during a 24-hour exercise test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.